Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An ipg replacement due to ineffective stimulation was reported to abbott. The system in question was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.